Event description:
On june 6, 2006 a physician notified olympus about an alleged incident that reportedly occurred 6 years ago. The device was reportedly involved in a patient perforation during a laparoscopic cholecystectomy procedure.

Manufacturer narrative:
The device in question was not returned to olympus for investigation. The physician mentioned that the device is not available for investigation. Olympus cannot conclusively determine if the alleged device is an olympus product or not. No conclusion can be drawn at this time. This report is being filed as an MDR in an excess of caution.